Event description:
It was reported that a hardware removal of 1 humeral rod and 2 locking screws is scheduled for explant on (B)(6) 2013. Explant due to patient experiencing potential humeral pain due to humeral rod. This report is for 2 unknown locking screws. This is report 2 of 2 for complaint number (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age at time of event reported as (B)(6). This report is for 2 unknown locking screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.